Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event the device was found out of specification in relation to the customer reported 'failed downstream occlusion test at 22.6 and 23.0' which was not reproduced during evaluation. The device was found to pass downstream occlusion testing however, failed the downstream tubing guide gap verification. The reported condition was verified. The cause was determined to be an out of adjustment tubing guide. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the downstream occlusion test at 22.6 and 23.0 on different sets. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.